Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 functional tricuspid regurgitation (tr), an enlarged atrium, a rotated heart, and a septal hugger for a triclip procedure. All steps were performed per instructions for use (IFU). The patient had a dilated atrium and septal hugger. Grasping was done on the center of the anterior and septal leaflets. Post-deployment the clip detached from the septal leaflet. The final tr grade remained at 3-4. The physician believed the slda was due to the anterior leaflet tissue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported slda appears to related to challenging patient anatomy. The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr), as listed in the triclip system instructions for use, is a known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 functional tricuspid regurgitation (tr), an enlarged atrium, a rotated heart, and a septal hugger for a triclip procedure. All steps were performed per instructions for use (IFU). The patient had a dilated atrium and septal hugger. Grasping was done on the center of the anterior and septal leaflets. Post-deployment the clip detached from the septal leaflet. The final tr grade remained at 3-4. The physician believed the slda was due to the anterior leaflet tissue.